Event description:
Boston scientific received information that the pacer dependent patient with this device system was presented with an infection symptoms. Upon device interrogation, numerous atrial tachy response (atr) episodes that appeared as noise occurred on both lead channels. It was reported to the sales representative, that both the right atrial (ra) lead and right ventricular (rv) lead were broken, resulting in episodes of asystole up to ten seconds in duration. It was noted that simultaneous myopotential oversensing was observed; however, no documented instances of ventricular pacing inhibition were noted. The patient was placed on intravenous antibiotics for the device pocket infection. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.